Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm¿ volift¿ with lidocaine. 3 months after application, "inflammatory and infectious" and "inflammation of the face (almost disfigured)" noted in treated areas. Patient had a totally edematized face, mainly eyelids. As treatment, physician injected corticosteroids and hyaluronidase. Temporary damage to body function or structure noted. There was harm to health. Event lasted about 1 month. Patient is better.